Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 550 mg/dl and customer's a1c increased from 6 to 13.1. Bg was addressed with a bolus. Reportedly, the supplies were changed.